Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
Updated information: d4 serial number updated h6 component code changed to g07003. The investigation for tachycardia has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for placement signal issue has been completed. Since product nor data logs were available for investigation, the cause of the placement signal issue could not be determined. The investigation for difficult to place or position has been completed. Since product wasn't returned for investigation and insufficient clinical details were provided, the cause of the positioning issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 52 year old female patient who had been admitted in with indication of cardiomyopathy, and presenting in scai stage d shock. Prior to the pump placement the patient was supported by extracorporeal membrane oxygenation (ECMO), a vent for respiratory needs, inotropes, and vasopressors. The patient's underlying medical history was not shared. The pump was supporting when on day 3 there was ventricular tachycardia (vt) when the patient was sitting up in bed. The vt self terminated without any intervention. The etiology of the vt was not known. The pump remains on for support despite the vt. The vt of unknown etiology will be conservatively reported, however the arrythmia had no lasting consequence to the patient and support.

Event description:
An impella 5.5 device was inserted via the axillary artery graft site in a 52-year-old female patient for the indication of cardiomyopathy with cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions shock stage d. Prior to impella placement, the patient was supported with extracorporeal membrane oxygenation, mechanical ventilation for respiratory support, inotropic therapy, and vasopressor therapy. Additional past medical history was not reported. While on impella 5.5 support, the patient experienced an episode of ventricular tachycardia on the third day of support while sitting upright in bed. The arrhythmia self-terminated without intervention, and the etiology of the ventricular tachycardia was not identified. The impella 5.5 device remained in place and continued to provide support, as the arrhythmia had no lasting hemodynamic consequence. During the course of support, the impella device was repositioned multiple times. Following the most recent repositioning, left ventricular and arterial pressure waveforms demonstrated spiking with inaccurate morphology and pressure values. A placement signal not reliable condition was observed. Despite the waveform abnormalities, motor current remained pulsatile, impella flows were appropriate for the selected performance level, and device position was confirmed by echocardiography. No sustained interruption of support was reported. Possible optical sensor impairment was considered. The ventricular tachycardia and placement signal abnormalities are being conservatively reported. Based on the available information, the events are most consistent with patient-specific clinical factors, including critical illness, cardiomyopathy, and advanced cardiogenic shock.

Manufacturer narrative:
B5: added updated clinical review. D6b: added explant date. H6: added f1904 and a150203.

Manufacturer narrative:
B1: added product problem, this was omitted in error. D4: corrected UDI.

Manufacturer narrative:
B5 clinical narrative updated. Section d1 brand name corrected.

Event description:
Additional information was received indicating that the device had been repositioned multiple times during support. Following the final repositioning, the placement signal and left ventricular waveforms were observed to spike, with abnormal morphology and inaccurate pressure readings. Despite these abnormalities, motor current (mc) remained pulsatile, and pump flows were appropriate for the selected performance level. Pump position was subsequently confirmed via echocardiography.